Event description:
It was reported that during an lead revision procedure, the packaging for the stylet was labelled as a 6057-52cm; however; the actual stylet was 6067-65cm. The stylet was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the stylet in dispenser was returned and analyzed with anomalies were found. No packaging was received at time of analysis. (B)(4).